Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Pump passed displacement test, operating currents, self test and off no power test. No weak battery alarm noted. Insulin pump received cracked case at display window corner. Insulin pump received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Insulin pump received with cracked lcd window.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 86 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.